Event description:
Customer's grandmother reported that they went though twenty batteries in one day and seven the next day. The insulin pump alarmed for a battery out limit. The blood glucose reading was 182 mg/dl. She stated that the alarm occurred during normal use. She also reported that the insulin pump unexpectedly powers down without alerting for a low battery. She reported rust inside of the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.